Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. The inner diameter (ID) of the introducer sheath was measured and found to be within specification. The outer diameter (od) of the introducer sheath was measured and found to be within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock ID is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that difficulties may be experienced while attempting to advance the coil out of its introducer sheath. Further evaluation of the smart coil revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. The ID of the introducer sheath was measured and found to be within specification. The embolization coil¿s od was measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached thirteen smart coils into the target vessel using another manufacturer¿s microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician was unable to advance the coil out of its introducer sheath and into the microcatheter. Therefore, the smart coil was removed and an attempt was made to advance the coil out of its introducer sheath on the back table; however, the smart coil would not advance out of its sheath. Thereafter, the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.